Event description:
It was reported that the device displayed an alert stating "possible hv circuit damage". The device delivered appropriate hv therapy after the alert occurred. The therapy occurred while the patient was undergoing a cat scan. The patient was also exposed to external defibrillation after the device delivered therapy. The device was removed.

Event description:
Major pump unit(s) involved: blood pump. Inflow cannula malposition since weight loss. Specific component(s) involved: inflow graft malfunction/malposition. Cannula has moved laterally. Causative or contributing factor: no specific contributing cause identified. Intervention(s): none. Implant device type: lvad.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun

Manufacturer narrative:
Analysis found that the device had a possible shorted hv output (sosd) warning upon interrogation. Device diagnostics showed that the device delivered two subsequent shocks normally. Testing in the automated electrical test system found no anomalies and the device met all specifications. A false sosd may occur when the voltage on the leads does not drop fast enough after the delivery of a high voltage shock and the voltage still exceeds the sosd threshold when the lead voltage is measured.